Event description:
Event description cpi received information that this endotak c was removed in 1997 along with the entire lead system and the patient's device because the patient was put on an artificial heart awaiting a heart transplant. Cpi received the system back in september of 1998. This event is entered due to cpi's lab analysis.